Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was having 'nothing but problems' with the device. The caller reported the patient was having diarrhea and accidents, was in tears, scared to leave the house. It was stated that recently the patient had to turn around 1/2 mile after leaving her house due to having an accident. The caller went to the patient saturday and reprogrammed the settings, but the patient was still having really bad diarrhea. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for incontinence. It was reported they were told someone might not be able to help the patient for over a month. It was noted she could not hear well on the phone. It was noted the patient was embarrassed to tears because she continues to stool her pants. It was noted the stimulator was put in a year ago and it was not working. The caller noted the patient continued to have numerous accidents of stool. There were no further complications that have been reported as a result of this event.